Manufacturer narrative:
Product ID 3889-28, lot# va0fw1q, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s bowel symptoms were a lot better, but not as good as during the trial. The patient still had frequency issues. The patient sometimes would be constipated for 3 to 4 days and became uncomfortable. The patient was on program 1 and their health care provider (hcp) changed them to program 2. The patient was redirected to the manufacturer representative to discuss programming options. The patient¿s stimulation was on, set on program 2 at 1.3v. Per their hcp¿s recommendation, the patient increased. The patient never received the patient therapy guide. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was that 2 weeks prior to this call, patient touched an electric fence and got shocked. The shock went through her body, through her arm to her toe. She was not sure if this incident had anything to do with her symptoms but the first week after the she got shocked from the fence 'it kind of slowed down¿. It was indicated that the patient was implanted for constipation. It was indicated that the last time patient was able to have a bowel movement (bm) was 6 days prior to this call. It was noted that normally patient was going every day or every other day. It was noted that the patient had a bug or something and had a diarrhea when she went bm last time was 6 days prior to the call. It was noted that she was able to go the last couple of days but very small amounts. It was noted that the patient was at the health care provider¿s office on the day of the call but the device was not checked. It was noted that prior to this call patient used her programmer and felt stim turn on and she felt tingling and then it went away. It was noted that usually for the most part patient was feeling stim when she was in different positions, sitting and standing. It was confirmed stim was on; she was on program 2 at 1.1 v. The patient turned stim up to 1.2 v and stated she felt stim. The patient next appointment is scheduled four days after the date of this call. A follow-up report will be sent if additional information becomes available.